Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device is reported to be available for evaluation but has not yet been received. Should the device be returned or additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an unspecified issue on the homechoice (hc) device while performing automated peritoneal dialysis (apd) therapy. This occurred during use, while the patient was connected. The patient remained in dwell 1 of 6 as the hc gave an unspecified alarm notification. There was no system error code or alarm that could be found or described to have occurred on the hc at the time of this report. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.